Manufacturer narrative:
Follow-up report #1: additional information - 09/30/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the service code was isolated to capacitor c10 on the computer/analog pca. The capacitor was shorted and thermally damaged. The root cause for the damaged capacitor could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 110) has been confirmed. Upon investigation the monitor failed a pulse test and was displaying a service code 110. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying a service code 110 (over-voltage cleared no energy).

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 110) has been confirmed. Upon investigation the monitor failed a pulse test and was displaying a service code 110. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying a service code 110 (over-voltage cleared no energy).